Event description:
The customer, a biomedical engineer, contacted physio-control to report that while completing preventative maintenance on their device it froze while attempting to defibrillate. After a few seconds of being frozen, a service indicator appeared and the device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and was unable to duplicate the reported issue. Physio evaluated the device's downloaded memory where there were multiple event codes that occurred at the same time, indicating that a lockup condition may have occurred at the time of the reported event. As a precaution physio updated the device's software and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.